Event description:
A medtronic rep reported that, while in a cranial procedure, the system exited to main menu when they are in the application. The surgeon completed the procedure without the use of the stealthstation treon guidance system. There was no impact on pt outcome.

Manufacturer narrative:
RMA issued. No parts or files have been returned to the MFR. Software has not been evaluated as of the date of this report.